Event description:
This event involved a bivad patient who experienced a vad stop condition with their controller approximately thirteen months post heartware vad implantation. The patient's controller demonstrated low estimated flows and high power consumption. The primary controller was exchanged with the back-up controller. However, this back-up controller did not re-start the pump. The hospital replaced both of the patient's controllers from their stock and the pump was then re-started.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is two of two reports, 3007042319-2013-00015 and 3007042319-2013-00024.

Manufacturer narrative:
Review of the controller log files for (B)(4) confirmed the events as reported. Both controllers were returned to heartware and performed as intended during function testing. This is one of two reports, 3007042319-2013-00015 and 3007042319-2013-00024.